Manufacturer narrative:
The slingbars are delivered to the customer with the golvo lift but not mounted to the lift. The instruction guide contains info regarding correct assembly of the slingbar to the lift. User guides are clear in instruction as to the proper and safe use of the product. This incident is viewed as user error issue and not a product problem. MDR filed based on injury.

Event description:
Facility reports that while transferring a pt using a golvo mobile lift that the bolt and autolock nut came loose from the connection between the strap and sling bar and when the pt was lifted in the air the nut came off and the pt fell to the floor. Pt had surgery to repair broken ribs.